Event description:
The lay user / pt contacted lifescan(lfs) in 2006 alleging an error 4 message. A medical affairs specialist (mas) mailed a letter to the pt since the user could not be reached to obtain clinical info. The next day, at 8:45 am the pt experienced blurred vision and felt a little dizzy. She took her oral medication of glucophage 500 mg after attempting to use the meter. She went to the hosp where she was treated with oral medication. The test strips were in good condition and not expired. The technique of applying blood on the test strip was correct. The pt did not have a new vial of test strip to troubleshoot the meter. Issue was not resolved via troubleshooting. A customer care advocate (cca) sent the pt a replacement meter. No further clinical info was provided.

Manufacturer narrative:
Lifescan has requested the return of the subject meter for evaluation, but has not yet received it.